Event description:
A customer reported that the uom setting of their freestyle meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint confirmed. Tested returned unit. No manufacturing parameters found out of spec and original renata battery voltage could be recorded as meter turn on. Return batteries gave a voltage of 3.010 v. Did not observe battery icon or booklet icon while strip was inserted. However, uom was selectable and was rec'd at mmol/l. Error 015, 0300, and 0806 were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.